Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture. Unacceptable lead measurements were obtained past electronic repositioning. The patient remains hospitalized until a revision procedure is performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this left ventricular lead remains implanted. Should additional information become available, this event will be updated.